Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7087173, UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced lead migration, which resulted in inadequate stimulation. The patient is recovering well postoperatively. In accordance with facility policy, the explanted devices were properly disposed of and will not be returned.